Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. This complaint was reported by a pediatric surgeon, whereby the sutures were unable to withstand knotting, despite definite squaring of knots. The sutures break with knotting. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? Ans: 1 piece. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Ans: answered by pead surgeon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil, a labeled winding former and one needle suture piece were received for analysis. The product code v4930h. In order to evaluate the condition of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined and the end was observed to be cut likely caused by surgical instrument. In addition, the suture contained body fluids. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.